Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited rv pace impedance measurements that were previously stable in the 600-700 ohms range with abrupt changes into the 1,000 ohm range. In addition, there was a single spike to the high out-of-range pace impedance measurement of 2,481 ohms. No lead noise was observed at this time. Technical services (ts) discussed possible lead-header spring contact interaction. However, rv auto-capture (rvac) tests also showed abrupt increases to 2.7v from 0.6v; ts indicated that this was not typical with the spring contact. This pacemaker system remains in service, however ts recommended further lead evaluation. No adverse patient effects were reported. Additional information received reported that following the lead safety switch (lss) to unipolar, this pacemaker and right ventricular (rv) lead exhibited noise with oversensing and pacing inhibition for greater than two seconds. It was noted that the patient was pacer dependent. In addition, this right atrial (ra) lead exhibited atrial undersensing. Technical services (ts) recommended further evaluation of both leads. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker was returned for analysis, which indicates this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited rv pace impedance measurements that were previously stable in the 600-700 ohms range with abrupt changes into the 1,000 ohm range. In addition, there was a single spike to the high out-of-range pace impedance measurement of 2,481 ohms. No lead noise was observed at this time. Technical services (ts) discussed possible lead-header spring contact interaction. However, rv auto-capture (rvac) tests also showed abrupt increases to 2.7v from 0.6v; ts indicated that this was not typical with the spring contact. This pacemaker system remains in service, however ts recommended further lead evaluation. No adverse patient effects were reported. Additional information received reported that following the lead safety switch (lss) to unipolar, this pacemaker and right ventricular (rv) lead exhibited noise with oversensing and pacing inhibition for greater than two seconds. It was noted that the patient was pacer dependent. In addition, this right atrial (ra) lead exhibited atrial undersensing. Technical services (ts) recommended further evaluation of both leads. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited rv pace impedance measurements that were previously stable in the 600-700 ohms range with abrupt changes into the 1,000 ohm range. In addition, there was a single spike to the high out-of-range pace impedance measurement of 2,481 ohms. No lead noise was observed at this time. Technical services (ts) discussed possible lead-header spring contact interaction. However, rv auto-capture (rvac) tests also showed abrupt increases to 2.7v from 0.6v; ts indicated that this was not typical with the spring contact. This pacemaker system remains in service, however ts recommended further lead evaluation. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited rv pace impedance measurements that were previously stable in the 600-700 ohms range with abrupt changes into the 1,000 ohm range. In addition, there was a single spike to the high out-of-range pace impedance measurement of 2,481 ohms. No lead noise was observed at this time. Technical services (ts) discussed possible lead-header spring contact interaction. However, rv auto-capture (rvac) tests also showed abrupt increases to 2.7v from 0.6v; ts indicated that this was not typical with the spring contact. This pacemaker system remains in service, however ts recommended further lead evaluation. No adverse patient effects were reported.